Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The user alleges: pulls to the side(left). States that it feels like the left wheel is about to pop off, also the brakes are too tight. MDR filed.